Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address discomfort and squeaking. Update: (B)(6) 2011 - additional information contained in the medical records indicates that there was early corrosion noted.